Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the "device was not clipping properly." The case was completed with another device of the same product code. There were no patient consequences reported. There is no additional information.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.